Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, failed occlusion at 41.95. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The reported issue was unable to be confirmed due to the device not recognizing the cassette and displaying "no disposable." The downstream sensor was replaced and no other issues were found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.